Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced persistent zapping from the implanted battery, even when the stimulation was turned off. The zapping was severe enough to impair the patient's ability to walk. The patient also reported that their house caught fire, and during the incident, they were pushed out of a window, landing on the implant site. The issue began in february and worsened over time, with the zapping being most severe over a recent weekend. Troubleshooting did not resolve the issue, and the patient was advised to consult their healthcare provider for further assistance. It was unknown if there was any patient involvement or complications as a result of the event.

Event description:
Patient mentioned they turned their stimulation down quite a bit. Patient had the house fire in january and their husband had to push them out the window and they landed on their implant. Patient was feeling vibrations on the side of their ribs and underneath their breasts instead of their lower back. Patient called representative but the phone number was wrong. Agent's hcp redirected them to patient services. Agent provided and reviewed nas phone number and also emailed representatives for visibility. Agent closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.